Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the latchlock driver fractured at the tip during the implant placement. No impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Additional information was obtained on 18-may-2026 regarding the inspection findings. The clinician does not recall the case. Information is not available. Zimvie received one (1) rhd2.5, (retaining 2.5mm hex drive r latchlock) for evaluation. Visual evaluation was performed, the driver has signs of use, wear. The driver was not fractured. Additionally, the driver¿s iso latch was damaged from use. During a functional test, the driver wouldn¿t engage with an ion-house handpiece. The driver was also missing the ruby ball. DHR review was completed for the subject lot number 2021120798. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021120798 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture and dental : functional : device malfunction¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The driver¿s iso latch was not fractured, the iso was damaged. Additionally, the driver¿s retention ball was missing. The reported fractured event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the latchlock driver fractured at the tip during the implant placement. No impact on the patient reported. Upon investigation it was found that the driver¿s iso latch was damaged and wouldn't assemble.